Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Patient was recently implanted shock impedance was normal at implant and increased to greater than 150 ohms the day after implant. X-ray shows that one of the df-1 plugs may have pulled back in the header. Physician suspects a set screw issue. On (B)(6) 2010 - the physician elected to reopen the pocket today and retighten the set screw, which successfully resolved the complaint issue. The device remains implanted. Should additional information become available, this event will be updated.